Manufacturer narrative:
On an unreported date in (B)(6) 2020 the patient experienced peritonitis and was ongoing till (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized for the event upon diagnosis and was treated with an unspecified antibiotics. It was reported that the antibiotic treatment was not completed and peritonitis was ongoing approximately two months later. The patient was readmitted for ongoing peritonitis and was treated with ceftazidime (dose, route, frequency and duration were not reported) and metrazole (dose, route, frequency and duration were not reported). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.